Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/24/2014 with the following findings: the black box showed several call service alarms associated with loss of prime due to low none zero force warnings. The returned battery cap was undamaged and able to fit securely to maintain an electrical connection. There were no loss of prime or any other alarms or warnings during the investigation; the product performed within specification. Product analysis was unable to duplicate the loss of prime complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. The reporter stated that recurrent loss of prime events had occurred and denied sudden changes in temperature or force. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.